Manufacturer narrative:
Testing was performed by alere (B)(4) on retained kit lot 094451. The retention lot testing yielded expected results when testing internal whole blood qc samples. The manufacturing batch records for lot 094451 were reviewed and did not reveal any failures of acceptance criteria. This lot met the required release specifications. Alere (B)(4) was unable to determine the exact root cause of the reported issue. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. A review of the complaints reported for (B)(6) or unconfirmed (B)(6) results related to lot number 094451 showed that the complaint rate is (B)(4). The evidence available suggests that the device lot is performing within labeled claims.

Event description:
A (b)6) (pst gel/lithium heparin plasma) result was obtained with the alere determine hiv ½ ag/ab combo test. At the time of testing, the patient was (B)(6) weeks pregnant, but not in active labor. The patient was found to be (B)(6) by (B)(4) viral load and quest 4th generation testing.